Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the device failed during ventilation. The patient was transferred to an alternative ventilator. Ventilator alarmed with tf341009, tf346054, te 231036 and switched to safety mode.